Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The patient was instructed to go to the ER for recheck. The repeat results were in normal range. The following data was provided: sid (B)(6), initial sodium 119, repeated 137 and 136 mmol/l (normal range 136 - 144 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c ict sample diluent lot 10310un24 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The patient was instructed to go to the ER for recheck. The repeat results were in normal range. The following data was provided: sid (B)(6) . Initial sodium 119, repeated 137 and 136 mmol/l (normal range 136 - 144 mmol/l). No impact to patient management was reported.